Event description:
It was reported that revision surgery was performed due to acetabular loosening. Implantation was in (B)(6) 2010.

Event description:
It was reported revision surgery was performed approximately 3 years after implantation.